Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the end user rented this wheelchair in (B)(6) 2015 and the seat is sagging so that he is resting on the crossbraces.